Event description:
It was reported that a user expressed frustration with the ilet and initially requested a return, with the provider noting possible misuse of meal announcements, including entering meals as corrections and uncertainty about classifying meals as less than, usual, or more than. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included multiple outreach attempts for education and troubleshooting, culminating in successful contact. Investigation of this case revealed that after switching to a 32-inch infusion set and receiving guidance, the user reported improved experience and chose not to return the device, indicating user technique and meal announcement education were contributory factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and training opportunity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.